Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air was noted at flush port when negative pressure was applied after aspiration. Air continued to be aspirated after sheath was inserted and dilator was removed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it discarded in facility. It was further reported that an infusion pump was used for the irrigation of sheath before continuous flushing was started. No issues were noted during preparation of the sheath. The reported air was drawn out of the flush port during use. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air was noted at flush port when negative pressure was applied after aspiration. Air continued to be aspirated after sheath was inserted and dilator was removed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it discarded in facility.